Manufacturer narrative:
Serial number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the quick connect spo2 grip was in use on a patient and caused an injury to the patient's skin.

Manufacturer narrative:
The patient was undergoing evaluation for acute left mca (middle cerebral artery) thromboembolic stroke. Clinical input was sought from philips clinical product specialists (cps) about skin tearing in elderly patients according to a philips cps, skin tearing is common in very elderly patients. Cps¿ recommendation is to use baby oil to gently pull any sticky material off neonates and elderly. Because the reported incident occurred more than 7 months prior to it being reported to philips, no product was available for evaluation from the customer. Testing of 989803166551 (quick connect spo2 grip, adult, 20/box) from inventory was performed at the philips orlando facility. The product was applied to an employee¿s finger according to the product¿s instructions for use and then removed from the finger. There were no issues with removal of the product noted during this evaluation and the product functioned as expected.additional information about the grip and procedure were requested from the customer. The customer claimed that scans being conducted were 20 minutes in length and that they were ¿standard¿ (not harsh). The customer also indicated that the grip was on the patient¿s finger for 20 minutes (not considered a long time). Tape was not used to secure the grip to the patient¿s finger. The customer indicated that the grip was not expired and that the expiration date was checked after the injury. Additional information about the grip itself was obtained from philips supply chain. Per supply chain, there is no adhesive data and peel data, but the foam and adhesive have been through biocompatibility and cytotoxicity testing, which passed. According to the MRI technologist , the department's solution moving forward was to not remove the sensor in the MRI but to send the patient back to the ICU with the sensor still attached, leaving it for the floor nurses to remove. The device remains at the customer site.the investigation did not produce any evidence that the spo2 grip malfunctioned in this incident. Philips clinical input is that the incident likely occurred as the result of the elderly patient¿s fragile/very thin skin, which could make them susceptible to tearing under these conditions. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.